Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2022 with fever and abdominal pain. The driveline exit site was clean and there was no drainage. A computed tomography (CT) scan showed fluid around the lvad wire. Labs were consistent with leukocytosis and the patient's blood culture was positive for methicillin resistant staphylococcus aureus (mrsa). Cefepime and vancomycin were started and the patient was admitted to the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.